Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibration alert from the device. Upon interrogation, it was noted that the high voltage lead impedance (hvli) of the right ventricular (rv) lead was high and out of range. Diagnostic imaging was performed which revealed possible lead damage. The patient was hospitalized and a lead replacement procedure was performed. The lead was capped and replaced and the patient was stable with no consequences.